Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. No guidewire was returned in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed 1severe kink on the shaft located 53.7cm from the tip. A .014 test jetwire was inserted into the device and the wire moved with difficulty which is consistent with the kink on the catheter shaft. The kink is putting a constriction on the wire which is giving the indication of a guidewire stick issue. Functionality was completed by connecting the device to the jetstream console per the dfu. The device functioned as designed. Even though a compatible guidewire was used in this case the actual guidewire sticking issue was consistent with the catheter shaft being severely kinked which restricted movement of the wire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc catheter and a thruway guidewire was selected for use for a procedure in the right lower superficial femoral artery (sfa). The target lesion was previously stented, and was calcified both proximally and distally to the stent. Upon passing the proximal sfa lesion, entering into the proximal portion of the stent, the device began to show resistance over the guidewire. Blood flow was also observed in the tubing returning to the console. The physician attempted to rex backwards, but the wire was pulled back with the catheter. The jetstream xc catheter and the thruway guidewire were then removed completely together. The procedure was completed using a new thruway guidewire and jetstream xc catheter. There were no patient complications reported.

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc catheter and a thruway guidewire was selected for use for a procedure in the right lower superficial femoral artery (sfa). The target lesion was previously stented, and was calcified both proximally and distally to the stent. Upon passing the proximal sfa lesion, entering into the proximal portion of the stent, the device began to show resistance over the guidewire. Blood flow was also observed in the tubing returning to the console. The physician attempted to rex backwards, but the wire was pulled back with the catheter. The jetstream xc catheter and the thruway guidewire were then removed completely together. The procedure was completed using a new thruway guidewire and jetstream xc catheter. There were no patient complications reported.